Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
There was no patient involved. The device had a red status indicator.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed.the history log for this device showed that the pad-pak was first installed on the (B)(6) 2017 and the device successfully passed an auto self-test and then passed a self-test during a manual power cycle. No rework was conducted. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6) 2017.during the investigation transistor q35 was measured and found to have failed. This had resulted in an audible beep along with the green status indicator during the investigation. It was established during the investigation that this failure mode could potentially have caused the red status led to be illuminated incorrectly as per the reported fault.

Event description:
There was no patient involved. The device had a red status indicator.